Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available. This is report 1 of 5.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A batch review will be performed for the potentially associated lot number(s) h14b20065 and h14c25062. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14b20065, h14c25062 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.